Manufacturer narrative:
Since this device remains implanted (but out of service), technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. (B)(4).

Event description:
It was reported that during routine follow up there was noise noted on the right atrial (ra) channel. Upon further investigation, it was also noted that there was a jump in ra pacing impedance measurements from 650 ohms to greater than 3,000 ohms back in (B)(6) 2020. Provocative isometric maneuvers conducted in clinic resulted in noise and loss of capture. Subsequently, the physician reprogrammed the device. A few weeks later, this patient underwent a revision procedure and this ra lead was surgically capped/abandoned and replaced. No additional adverse patient effects were reported.